Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01733, 0001822565-2022-01734. Concomitant medical products: medical devices: tibial articular surface provisional right size cd item# 42527000303, lot# unknown. Tibial articular surface provisional right size cd item# 42527000303, lot# unknown. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a doctor fractured several tasps using a mallet to try and seat them during trialing. There is no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is use error as the surgeon struck the constructs with a mallet. The persona surgical technique (97-5026-001-00 rev. 11, page 34, technique tip 11.c) instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is mechanical (g04) - provisional bottom.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned item found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. All pieces were returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause was determined to be due to user error as it was incorrectly used with excessive force. The persona surgical technique (97-5026-001-00 rev. 13, page 39, technique tip: apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The tasp construct includes the tasp top, bottom, shim, and tibial sizing plate handle. The tasp¿s were inserted with excessive force during the surgery which caused the fracture of the provisional; hence the root cause is attributed to user error/off label use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.